Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon catheter could only be deflated by attaching a 25-ml syringe. The physician attributed the deflation difficulties to a defective catheter or an improper mixture of contrast and saline. Reportedly, the pt experienced chest pain, st elevation, ventricular tachycardia and hypotension.